Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were trying to run therapy but have received alert 01 patient line open, alert 02 low flow and alert 113 reduced water temperature control in an arctic sun device. Normothermia targeted temperature (tt) was 98.6f, patient temperature (pt) was 98.6f, water flow rate (wfr) was 0 l/m. 4 pads connected to adult patient. Walked through restarting therapy. Water flow rate (wfr) was primed to 0 l/m and alerted low air leak. System diagnostics showed that the outlet monitor temperature (t1) was 53.8f, outlet control temperature (t2) was 54f, inlet temperature (t3) was 67.8f, chiller temperature (t4) was 39.6f, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -2.1 psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 5, system hours were 8701 and pump hours were 260.3. Walked through stop therapy, empty and disconnect pads. Placed device in manual control at 77f with no pads connected. System diagnostics showed that the outlet monitor temperature (t1) was 55f, outlet control temperature (t2) was 55.8f, inlet temperature (t3) was 54.9f, chiller temperature (t4) was 43.2f, water flow rate (wfr) was 1.6 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 46 percentage, mixing pump command (mpc) was 0, heater 100 percentage. Walked through disabling manual control. Advised to swap out to alternate set of pads and call back if they receive any alerts/alarms. Per follow up information received via task on 06feb2026, spoke with charge nurse who confirmed pads were size large. They noted the patient had gone to CT awhile before the issue occurred and wondered if they might have been damaged there. The pads were ready to return.

Event description:
It was reported that the nurse stated that they were trying to run therapy but have received alert 01 patient line open, alert 02 low flow and alert 113 reduced water temperature control in an arctic sun device. Normothermia targeted temperature (tt) was 98.6f, patient temperature (pt) was 98.6f, water flow rate (wfr) was 0 l/m. 4 pads connected to adult patient. Walked through restarting therapy. Water flow rate (wfr) was primed to 0 l/m and alerted low air leak. System diagnostics showed that the outlet monitor temperature (t1) was 53.8f, outlet control temperature (t2) was 54f, inlet temperature (t3) was 67.8f, chiller temperature (t4) was 39.6f, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -2.1 psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 5, system hours were 8701 and pump hours were 260.3. Walked through stop therapy, empty and disconnect pads. Placed device in manual control at 77f with no pads connected. System diagnostics showed that the outlet monitor temperature (t1) was 55f, outlet control temperature (t2) was 55.8f, inlet temperature (t3) was 54.9f, chiller temperature (t4) was 43.2f, water flow rate (wfr) was 1.6 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 46 percentage, mixing pump command (mpc) was 0, heater 100 percentage. Walked through disabling manual control. Advised swapping out to alternate set of pads and call back if they receive any alerts/alarms. Per follow up information received via task on 06feb2026, spoke with charge nurse who confirmed pads were size large. They noted the patient had gone to CT awhile before the issue occurred and wondered if they might have been damaged there. The pads were ready to return.

Manufacturer narrative:
The reported event is confirmed cause unknown as they changed the pads and flow rate issue is solved. Sample was not available for evaluation. Instructions for use were reviewed for this investigation. The reported event is addressed within the labeling as it state: 4. Place the pads on healthy, clean skin only. Remove any creams or lotions from patient¿s skin before pad application. Remove the release liner from each pad and apply to the appropriate area. The pads may be overlapped or folded adhesive-to-adhesive to achieve proper placement. The pads may be removed and reapplied if necessary. The pad surface must be contacting the skin for optimal energy transfer efficiency. Place pads to allow for full respiratory excursion. 5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 1.7 liters per minute, which is the minimum flow rate for a full pad kit (4). 7. When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard. The DHR review could not be performed without a lot number. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.